Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a high shock lead impedance measurement of more than 125 ohms. Boston scientific technical services (ts) suggested an office follow up for the patient. Troubleshooting steps were given and discussed that it may be possible that electromagnetic interference (emi) caused the issue. Additional information was received that all other measurements were normal. No revision was had taken place yet. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No other additional information is available at this time. This investigation will be updated should further information be provided.